Manufacturer narrative:
Submit date: 4/13/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a enteral feeding pump set. The customer states that they have to force the connector into their jpeg in order for it to stay in place. This causes the connectors to get stuck inside the jpeg. If the customer does not force the connector all the way into the jpeg, then the connector will fall out and cause the formula to leak.